Event description:
The report received from the affiliate indicates that resistance was encountered while trying to advance the sds through the y connector. Upon withdrawing the sds, there was noted to be strut uplift on the proximal end of the sds. To finish the procedure, a new cypher (same size) was delivered without issues and implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used, but never reached the patient's vasculature. Physician's comment: had friction between y-connector and the cypher. The edge of the stent might be caught at something inside of the y-connector. The product was used normally. The target lesion was the proximal-mid rca (aha1~2). The lesion was de-novo, slightly calcified and slightly tortuous. There was 99% stenosis.

Manufacturer narrative:
The report received from the affiliate indicates that resistance/friction was encountered while trying to insert a cypher product through a y-connector. Upon product withdrawal, the proximal stent struts were noted to be uplifted. To finish the procedure, a new cypher was delivered without issues and implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used but it never reached the patient's vasculature. Multiple attempts were made to retrieve the y-connector used during the procedure without success. The product was prepped according to the IFU. One non-sterile cypher select + 3.50mm x 18mm was received coiled inside a plastic bag. The distal outer body was bent; this condition on the shaft could be related to the way the unit was shipped for analysis. The stent was observed uplifted at the proximal area; also a white unknown material was observed at this area. No other damage was observed in the distal tip or stent. The crossing profile for the distal and middle sections of the stent was found within specification. The proximal section could not be measured due to the damage in this area. Using the tortuosity model, a y-connector (lab sample unit) was connected to a cordis 6f guiding catheter. The complaint product was inserted over a cordis 0.014" wire and passed through the guiding catheter. There was no resistance or friction experienced even with the uplifted condition of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance/friction reported by the customer was not confirmed. The strut uplift was confirmed. The exact cause of the strut uplift and resistance/friction could not be determined as the y-connector used in the procedure was not returned for evaluation and therefore no contributing factors could be identified. Neither the DHR review nor the product analysis suggests that the failures experienced by the customer are related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.